Event description:
It was reported that a patient with a history of previous back surgeries in 1984, 1985, and 2004 underwent a bilateral l2-l5 redo laminectomy and l4-l5 posterior lumbar interbody fusion with bmp. At an unknown time post-op, patient presented with low back pain and bilateral leg pain. Patient diagnosed with lumbar stenosis, multi-level degenerative disc and facet disease. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.